Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint. The pneumatic block was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf101) related to pressure measurement. The device was not in patient use when the reported event occurred.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint. Visual inspection of the pneumatic block identified evidence of moisture contamination. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to contamination. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf101) related to pressure measurement. The device was not in patient use when the reported event occurred.